Manufacturer narrative:
Using an additional 14f sls with the outer sheath, an unsuccessful attempt was made to remove the previously capped rv pacing lead. A 16f sls without the outer sheath was then employed on the capped rv pacing lead. At this point, the lld #1 broke inside the lead. Additional sutures were tied to the lead in an attempt to continue the procedure which also proved unsuccessful as the lead insulation had advanced into the subclavian vein. At this time, the md decided to abandon both the lld and the lead, re-capping them both. The patient was eventually transferred to another facility for a successful lead extraction via the femoral artery. The patient reportedly has had complications with the initial femoral (attempted) insertion site to include numbness and pain. The md stated he did not feel as though spnc devices caused or contributed to the event. Several unsuccessful attempts ((B)(6) 2011, (B)(6) 2011 and (B)(6) 2011) have been made to obtain lot information.

Event description:
Patient presented with an acute pocket infection. Md's plan was to extract 3 leads (capped rv pacing lead, ra and rv leads). The patient also had a temporary pacing lead via the jugular vein. The md attempted to establish femoral access, worked for approximately 30 minutes and was ultimately unsuccessful. Blood pressure was monitored via radial arterial line and fluoroscopy was in use. Md prepped the rv and ra leads with lld #2 and the capped rv lead with a lld #1. The md utilized the clearing stylet packaged with the lld to assure lumen patency prior to insertion. An attempt was made to remove the rv lead using a 12f sls; however, the sls would not advance past the innominate/svc junction to free the lead. A 14f sls was then employed to the ra lead which also came to an impasse at the innominate/svs junction. Attention was then turned back to the rv lead using the 12f sls with the addition of the outer sheath and successfully removed the rv lead. Once again, attention was turned to the ra lead using the 14f sls and an outer sheath which successfully removed the ra lead.